Event description:
It was reported when the packaging was opened, the guidewire was found completely bent. The issue was detected prior to use and the device was not used on a patient.

Manufacturer narrative:
(B)(4). The customer returned one guide wire from an sac kit for analysis. The introducer needle was not returned. No definite signs of use were observed. Visual inspection revealed two major kinks in the guide wire body. The damage observed appears consistent with defects related to storage and shipping. Both welds were present and appeared full and spherical. The major kinks in the guide wire measured 110mm and 165mm from the distal end. The guide wire total length measured 350mm, which is within the specifications of 345-355mm per product drawing. The guide wire outer diameter measured 0.52mm, which is within the specifications of 0.508-0.533mm per product drawing. Functional inspection of the guide wire was performed per the product instructions for use, which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The guide wire was passed through a lab inventory 20 ga introducer needle. The guide wire was able to pass completely through with no resistance. A manual tug test confirmed the distal and proximal welds were intact. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink , in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "precaution: use of excessive force may damage catheter or guidewire. Do not use if package is damaged." An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. This product was manufactured (september 2022) after the implementation date of the eco. Without the lidstock returned for analysis, it cannot be confirmed whether the lidstock contains this updated labeling. The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. Several kinks were observed on the guide wire body. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported when the packaging was opened, the guidewire was found completely bent. The issue was detected prior to use and the device was not used on a patient.

Manufacturer narrative:
(B)(4).